Manufacturer narrative:
During the site visit, the abbott field service (fsr) performed troubleshooting, including log review that showed a drop in readings and determined the wash zone probe (08c94-36) and the alnty I probe tub wash (04s60-02) were the likely causes for result issue. The wash zone probe (08c94-36) and alnty I probe tub wash (04s60-02) were replaced and the issue was resolved. A review of the alinity (B)(6) instrument service history, identified no contributing factors to the discrepant result. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. Alinity c processing module did not identify any similar issues as described in this complaint. Additionally review of complaint and trending data associated with the alinity wash zone probe and probe tub wash did not identify an increase in complaint activity. A review of the alinity c, processing module tracking, and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. A review of the alinity ci-series operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results and component replacement. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the alinity I processing module, serial number: (B)(6), or the wash zone probe and alnty I probe tub wash.

Event description:
The customer observed discrepant results for multiple assays generated from alinity I processing module for multiple patients. The one result example provided were: on (B)(6) 2025, sid: (B)(6) tsh initial=0.368 iu/ml /repeated on (B)(6) = 0.5530 iu/ml. Laboratory reference range for tsh= 0.40 to 3.65 iu/ml there was no reported impact to patient management.

Manufacturer narrative:
Complete information for section a patient information, 1. Patient identifier = sid= (B)(6). All available patient information was included. Additional patient details are not available. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed discrepant results for multiple assays generated from alinity I processing module for multiple patients. The one result example provided were: on (B)(6) 2025 sid (B)(6) tsh initial=0.368 iu/ml /repeated on (B)(6)= 0.5530 iu/ml laboratory reference range for tsh= 0.40 to 3.65 iu/ml there was no reported impact to patient management.